Event description:
Philips received a complaint indicates that battery cannot be charged. There was no patient involvement. Multiple attempts were made to obtain the device evaluation, repair, and operational status with no response from the customer. No further information was provided. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.